Event description:
It was reported that the patient was experiencing discomfort at the ipg site. It was noted that the ipg site had redness and discharge in the area. The patient was given some steroid medication, but the problem keeps on coming back. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. It was noted that the ipg site had redness and discharge in the area. The patient was given some steroid medication, but the problem keeps on coming back. No further information has been obtained despite good faith efforts. Additional information was received that the patient had rashes covering the back. The patient underwent a spinal cord stimulator (scs) explant procedure. The explanted device components will not be return as it was discarded by facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. It was noted that the ipg site had redness and discharge in the area. The patient was given some steroid medication, but the problem keeps on coming back. No further information has been obtained despite good faith efforts. Additional information was received that the patient had rashes covering the back. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well postoperatively. The explanted device will not be returned. Additional information was received that the patients rash has almost healed up since explant.

Manufacturer narrative:
Sc-1232 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. It was noted that the ipg site had redness and discharge in the area. The patient was given some steroid medication, but the problem keeps on coming back. No further information has been obtained despite good faith efforts. Additional information was received that the patient had rashes covering the back. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well postoperatively. The explanted device will not be returned. Additional information was received that the patient's rash has almost healed up since explant.